Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device history review: a device history review was performed which indicated that there were no relevant issues identified during the manufacture of the device that may have contributed to the reported condition. Device evaluation: the actual device was returned for evaluation.  Quality engineering evaluated the device and it was determined that the reported condition was confirmed. It was noted that the attachment device was likely used for unscrewing and due to lack of maintenance, the glue bonding loosened and as a consequence the tool coupling and the main body unscrewed. It was further noted that service was overdue. The assignable root cause was determined to be traced to user, which is user error. UDI: (B)(4).

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the attachment device failed visual inspection. It was determined that the device was received fallen apart and the tool coupling and the main body had unscrewed. It was further determined that the device failed pretest for general condition and check the torque. The device was reassembled for assessment of the torque unit and all torque measurements passed. It was noted in the service order that halfway through an unspecified surgical procedure, it was observed that the torque limiter was spinning and no longer worked. It was reported that there was a minimal time delay to the surgical procedure. A spare device was used to complete the surgery without any issues. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.